Event description:
The pks cutting forcep was not working. The machine was turned off and allowed to complete its warm up cycle. The forcep still did not work. Exchanged the handpiece. At this point the handpiece only worked if the jaw was not fully closed. Contacted rep regarding issues and it was suggested that we try a handpiece from a different lot. A new handpiece was opened but it did not work correctly. Surgery staff later informed by rep that the handpiece were from lots that were a part of a recall. No patient harm.